Event description:
It was reported that this lead was not successfully implanted due to high impedance issue. Subsequently, a new lead was implanted. No adverse patient effects were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".